Manufacturer narrative:
One photo was submitted for quality evaluation. Investigation of the photo could not verify the leak location on the y-site. The customer complaint of leakage could not be confirmed. Due to the failure not being clear from the photo received a root cause analysis could not be conducted. A device history record review for model mzx5306 lot number 25045731 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd maxzero extension set had leakage. The following information was provided by the initial reporter: when flushing the line the extension set leaked from beneath the white cap on the extension set.

Manufacturer narrative:
E.1. Address was not located, and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.